Event description:
Ripped mesh noted at the end of the novasure applicator after procedure concluded. Physician discussed finding with patient. X-ray declined. No antibiotic therapy ordered by physician.